Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/27/2017 with the following findings: review of the black box data revealed multiple unexplained power on reset events. The returned battery cap was intact and measured within the required specifications. The battery cap was able to secure to the pump correctly and maintain electrical connection for the investigation. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components. (B)(4).